Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon noted inspection revealed adhesions to the mesh. It had not migrated so it was over the umbilicus, but the mesh had eventrated through the umbilical defect therefore creating another hernia, so he used sharp dissection and excised a circle piece of mesh behind the umbilicus here and also extending some laterally as well as some incarcerated preperitoneal fat so that there would be no more fat in this hernia. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 08/31/2022.